Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage. Additional information indicated that an attempt to remove the lead via laser extraction was unsuccessful because the lead was too calcified. In addition, this patient developed infection/sepsis post-surgery. The lead was surgically abandoned. No additional adverse patient effects were reported.